Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 2 of 4 the home choice (hc). The supply bag connection was loose. The technical service representative (tsr) instructed the home patient (hp) to close all the clamps. The hp cycled the power off/on to clear the system error 2240 followed by a system error 2367 ending therapy. The tsr had the hp disconnect using aseptic technique and removed the cassette. The hp would notify the peritoneal dialysis nurse (pdn) of the missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; it was reported that the connection to the supply bag was loose. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. This issue is being investigated through CAPA.